Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that there was a bug found in the sterile wrapper package of gst45b reload. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Per photographic evaluation: one photo was provided. The picture shows a blue reload from the top view inside of its sterile packing. Foreign matter was noted inside of the sterile package. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.